Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch and pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable and discharged.